Event description:
It was reported that a pump motor stall occurred with recovery and was confirmed by the pump event logs. The motor stall was caused by the patient having an MRI. At the time of the report the patient was in the hospital for "ms related issues." The doctor recommended a new MRI image as the patient had been previously diagnosed with a brain tumor and had been recently falling. The motor stall occurred on (B)(6) 2012 and the reporter believed that the patient had the MRI on that day. The "stopped pump period" message occurred 48 hours later. On (B)(6), the pump logs showed a motor stall recovery. The patient did not experience any pump related symptoms. The reporter did not know the patient outcome. The device system was used to deliver fentanyl, bupivacaine and dilaudid (hydromorphone). A follow-up report will be submitted if new information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8711, lot # n107678018, implanted: (B)(6) 2008, product type catheter.